Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the 1.3/1.0mm double drill sleeve for 1.3mm crtx screws/yellow (part # 03.130.125 / lot # 9605220) and the unk - guide/compression/k-wires: trauma were received at us cq. The 1.3 side of the double drill guide has the unknown wire stuck in it. The k-wire was broken in the sleeve, only the distal portion of the k-wire remained. Since the whole k-wire was not available, it was not possible to determine which specific k-wire was utilized. Attempts were made to disassemble the device but due to the jammed condition of the k-wire, the wire could not be removed. Dimensional inspection was not performed due to the stuck jammed condition of the k-wire blocking access to the internal components of the drill sleeve. Since only a portion of the k-wire was left, it was not possible to determine which wire was utilized. Drawings for the mating drill sleeve were reviewed the overall complaint was confirmed for the received "unknown" wire as the jammed k-wire was unable to be removed from the drill sleeve. Although no definitive root-cause can be determined, the device may have experienced unintended forces leading to the k-wire deforming/breaking within the mating sleeves hole. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown wire. Part and lot numbers are unknown; UDI number is unknown. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the unknown wire was stuck in guide/double drill sleeve. Completed the procedure with back up device. There was no surgical delay. The procedure outcome was unknown. There was no patient consequence. This complaint involves two (2) devices. This is 2 of 2 for report (B)(4).